Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been brought to the emergency room at on (B)(6) 2026 where they were admitted with elevated blood glucose (bg) levels above 600 mg/dl while wearing the pod on their arm for an unspecified amount of time. Symptoms reported include high bg levels, malaise, and vomiting. The patient was diagnosed with diabetic ketoacidosis and st-elevation myocardial infarction. The patient was treated with insulin via intravenous. The patient was released on (B)(6) 2026.